Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a rep regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the device was explanted due to infection because oral antibiotics were unsuccessful to treat infection. The issue has been resolved at the time of this event. Surgical intervention did occur. Patient is alive with no injury.